Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received the wrong blood glucose readings on their insulin pump. The patient's blood glucose level was at 160 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that the doctor tested the patient's blood glucose and they differed from the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No display anomaly noted during testing. All operating currents are within specification. The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.